Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump screen was freezing up and the act button was unresponsive while she was trying to rewind. The customer also mentioned a battery out limit alarm, which she was assisted in clearing out. It was found that the customer also had a low reservoir alarm that was not cleared out properly and preventing the act button from responding. Nothing further was reported.